Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v010968, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that the patient¿s device had been removed and did not know when it was removed. The hcp reported that a part of the lead was left behind. The hcp reported that they wanted to know if the patient¿s pelvis could be scanned. It was noted that the scan was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.